Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-extension. Upn: m365sc3138250. Model: sc-3138-25. Serial: (B)(6). Batch: 17479474.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent a revision procedure wherein ipg was replaced, and lead extensions were explanted. The patient was doing well postoperatively and the explanted devices will not be returned as they were not released by the facility.